Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the nc emerge balloon catheter was received with no other devices. The inner shaft and tip were examined. There was no damage to the shaft or tip. The inner diameter (ID) of the wire lumen was measured at both ends and was within specification. A test guide wire was used as the guide wire from the clinical event was not returned. The test .014¿ guide wire was advanced through the nc emerge with no resistance encountered. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 75% stenosed target lesion was located in the moderately tortuous left anterior descending artery. After a non-bsc guide wire crossed the lesion, a 2.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, upon withdrawal, the device could not be removed from the guide wire. The device was removed together with the guide wire and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.